Event description:
Rapid rhino after septoplasty/turbinate reduction was inflated by the surgeon-became detached from the nasal tampon at the juncture of insufflation tubing and base of the tampon. The product was removed from the nares and the sterile field.